Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint of "broken cable at jaw". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046¿ x 0.032 and not returned by the customer. The tenaculum forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. Per the review, the device was not used in a procedure on the reported event date of (B)(6) 2021. This aligns with the report of the issue being identified in central processing rather than during a procedure. The instrument was last used on (B)(6) 2020 on system (B)(4). The tenaculum forceps had 9 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported based on the following: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no report of patient injury as a result of the issue, if the broken pitch cable were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the tenaculum forceps instrument was found to have a broken cable at the jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and the following additional information was obtained: there was no instrument issue noted during the last procedure in which the instrument was used. The issue reportedly occurred during central processing.